Event description:
Customer reported that his blood glucose was 340mg/dl (exact times for all bg readings were not reported). He took a correction bolus (dosage not specified) and then he did his workout routine. Two hours later his bg remained 340mg/dl; then it rose to 379mg/dl. The device was placed on the front of his abdomen; he could not tell if he felt insulin leaking around the site, but the cannula looked "a little" bent when it was removed. He had not been eating anything out of the ordinary.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it, or some other product condition, could have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns: "test results greater than 250mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your health provider for guidance."